Manufacturer narrative:
At 16:32pm on (B)(6) 2016, bottle 12 (isopropanol) was not in contact with the corresponding sensor for a period of 4.5 seconds; and the station was reset. Resetting a reagent station sets the concentration to the default value configured in the reagent types definition unless an alternative value is entered into the instrument software by the user; and resets the number of cassettes processed and the number of cycles and days to zero. The properties of the reagent in bottle 12 prior to this action were: isopropanol concentration = 94.3%, cycles = 26, cassettes = 2787 and days = 9. Based on the information provided by the complainant, it was determined that the sub-optimal tissue processing reported was derived from the "2 hr new 6/18/08" protocol started in retort a at 18:36pm on (B)(6) 2016, which comprised (B)(4) cassettes based on data entered by the user into the instrument software, and completed successfully at 21:02pm on (B)(6) 2016. The reagent in bottle 12 (isopropanol) and the wax from wax bath 2 were used for the first time in the final dehydration/clearing and wax infiltration steps respectively of the "2 hr new 6/18/08" protocol started in retort a at 18:36pm on (B)(6) 2016. All other reagents, including the remaining waxes, had been used for at least four (4) previous processing runs without reported incident. The reagent in bottle 5 (85% ethanol), which had a measured alcohol concentration of 35%, was used for the first dehydration/clearing step of the "2 hr new 6/18/08" protocol started in retort a at 18:36pm on (B)(6) 2016; and bottle 4 which had a measured alcohol concentration of 63%, was used for the first dehydration/clearing step of the "2 hr new 6/18/08" protocol started in retort a at 18:36pm on (B)(6) 2016. Although the user affirmed in the instrument software that the reagent concentration in bottle 12 (isopropanol) was to be set to default value of 100% at 16:32pm on (B)(6) 2016, the actual isopropanol concentration in bottle 12 remained unchanged at 94.3% because the bottle had not been removed from the instrument for sufficient time to replace the reagent. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in -threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type. Reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, bottles 5 and 4 were used for the first and second dehydration/clearing steps of the 2 hr new 6/18/08" protocol started in retort a at 18:36pm on (B)(6) 2016; and bottle 12 (isopropanol) was used for the final dehydration/clearing step of the 2 hr new 6/18/08" protocol started in retort a at 18:36pm on (B)(6) 2016. The manufacturer recommended reagent change threshold for 85% ethanol is 50% and the minimum final reagent concentration required for isopropanol is 95%. The consequences of using 85% ethanol at a concentration which is markedly below the manufacturer recommended change threshold in the first dehydration/clearing step of a protocol is inadequate dehydration of tissue samples and contamination of reagents used in the subsequent processing steps. The consequence of using isopropanol at a concentration less than the minimum required for the final dehydration/clearing step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Investigation of this complaint found that the instrument functioned as designed during execution of the "2 hr new 6/18/08" protocol started in retort a at 18:36pm on (B)(6) 2016, which completed successfully at 21:02pm on (B)(6) 2016, from which sub-optimal tissue processing was reported by the complainant. The root cause of the sub-optimal tissue processing reported was a combination of use errors. A user failed to complete manual replacement of the reagent in bottle 12 (isopropanol) in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual. The leica peloris/peloris ll user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." The ethanol concentration in bottle 5 (85% ethanol) was also markedly below the manufacturer recommended reagent change threshold. In addition, use of the cleaning protocol to re-process the under-processed skin shave biopsies from the "2 hr new 6/18/08" protocol started in retort a at 18:36pm on (B)(6) 2016 may have exacerbated the sub-optimal tissue processing identified. Section 9.3 of the leica peloris/peloris ll user manual, which is entitled reprocessing recommendations states: "do not use the default quick clean protocol or protocols derived from this,[?].."

Event description:
Leica biosystems received a complaint that (B)(4) skin biopsy samples processed using peloris tissue processor 0260005b were over-processed and brittle. The complainant reported that the instrument is configured for xylene free processing; the reagent in bottles 12-16 inclusive had been replaced; no error codes had been displayed; the protocol had been paused by staff on the midnight shift while in progress and the tissue samples had been moved to an alternative tissue processor for continuation of processing. On (B)(6) 2016, a leica field support specialist (fss) attended the laboratory in order to investigate the circumstances involved in this complaint and to provide applications support. The laboratory supervisor reported to the fss that all skin shave biopsies from the "2 hr new 6/18/08" protocol started in retort a at 18:36pm on (B)(6) 2016 were under-processed; the skin shave biopsies were re-processed using the cleaning cycle followed by the "2 hr new 6/18/08" protocol. The laboratory supervisor also stated that a documented procedure(s) for re-processing of samples was not in place in the laboratory. The fss noted that the instrument was not well maintained; all liquid level sensors were visibly dirty and water was evident in wax baths 1 and 4. The fss also measured the alcohol concentration in bottle 3-10 inclusive using a hydrometer. The variance between the measured alcohol concentration and that calculated by the instrument software exceeded the acceptable limit in bottles 3, 4 and 5 (85% ethanol). The measured alcohol concentration in bottles 3, 4 and 5 was 60%, 63% and 35% respectively; and the corresponding calculated concentration was 72%, 75%, and 48% respectively. On-site assessment of the operation and function of the instrument was conducted by a leica field service engineer (fse) on (B)(6) 2016. The fse performed system verification tests for which all results were satisfactory; and the instrument was found to be operating within specification. As water had been noted in wax baths 1 and 4, the fss replaced the wax in the four (4) wax baths and advised the complainant to replace the contents of all reagent bottles. On 16 may 2016, leica biosystems received information that all tissue samples exhibiting sub-optimal tissue processing were diagnosable.